Event description:
Medtronic received information that following the implant of an edwards sapien 3 valve, the patient experienced cardiac arrest with st elevated myocardial infarction. Percutaneous coronary intervention was performed and a stent was placed. An intra-aortic balloon pump (iabp) was inserted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)